Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis of the photographs identified: broken shell, red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red and yellow particles on the surface of the shell a microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Physician reported left side rupture. Device has been explanted.